Event description:
It was reported that the programmer powers up to a beige screen.. There was no patient involvement.

Event description:
It was reported that the programmer powers up to a beige screen. It was further reported the programmer has a floppy drive issue where it is not possible to save to disk or read from disk. The programmer was returned, analyzed and tested out of specification. No information was received indicating patient involvement.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. The change is reflected in this report. Evaluation summary: (B)(4): analysis could not confirm the customer comment of "floppy drive issue." It was also noted that the system fan was noisy, the stylus was missing, and the programmer comes up with an error after boot up.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) : analysis could not confirm the customer comment of "floppy drive issue." It was also noted that the system fan was noisy, the stylus was missing, and the programmer comes up with an error after boot up.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.